Event description:
According to the reporter, during the thoracoscopic lobectomy for malignant lung, when being applied on the pulmonary vein, there was unintended/uncontrollable articulation (bending). Treatment intervention was not performed/unnecessary. The devices were still used without replacing. There was no patient injury.

Manufacturer narrative:
Concomitant product: sigsds30ctvt, sigsds30ctvt 30mm vasculr/thn shrt sd CT (lot#n1m0495uy) sigpshell, sig power sigpshell control shell (lot#unknown); sigadaptshort, sig power sigadaptshort lin short adapt (serial#(B)(6) ) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the thoracoscopic lobectomy for malignant lung, when being applied on the pulmonary vein, there was unintended/uncontrollable articulation (bending). It was believed that a two-step tortuosity to the left was observed immediately after the start of the firing. Treatment intervention was not performed/unnecessary. The devices were still used without replacing. There was no patient injury.